Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Date of event: unknown. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was conducted for part # 323.36, synthes lot # 4319892, supplier lot # na: release to warehouse date: 15oct2017, manufactured by synthes (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was conducted. Service & repair evaluation: the customer reported the drill guide was missing a spring. The repair technician reported the spring was missing, the 3.5 fixed side was damaged with wear marks at the tip, and the 2.5 drill sleeve was damaged at the tip. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Investigation flows: visual (appearance not as expected) & damage: visual (appearance not as expected) visual inspection: the 3.5mm universal drill guide (part # 323.36, lot #4319892, mfg #15-oct-2017) was inspected at us cq. Upon visual inspection, it was observed that the 3.5mm universal drill guide was missing a compression spring component which agrees with the reported complaint condition. It was also observed that the 2.5mm drill guide sleeve is bent approximately 15 degrees off axis (approximately 1.5 mm ((B)(4)) proximal to the teeth). The 3.5 mm drill guide sleeve had some impact marks near the teeth. The received condition agrees with the complaint description. Document/specification review: the relevant drawing(s) was reviewed; no design or manufacturing defect or deficiency was observed during the investigation. Dimensional inspection: dimensional analysis was performed on the 3.5mm universal drill guide and the outer diameter of the 2.5mm drill guide proximal to the bent portion was measured and is within the specification based on relevant drawing. Investigation conclusion: the complaint condition is confirmed. Regarding the missing spring, no definitive root cause could be determined, the most likely cause is disassembly of the device for sterile processing and misplacing the spring. Regarding the deformation of the 2.5 mm drill sleeve, the most likely cause for the bent tubes is rough handling or excessive pressure on the device during use causing the cannulated thin wall tubes to deform. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Veterinary complaint: it was reported that on an unknown date, it was identified that the 3.5 mm universal drill guide has a missing spring. It is unknown if there was a procedure involved. This report is for one (1) 3.5mm universal drill guide. This is report 1 of 1 for complaint (B)(4).